Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Images were provided to medtronic for review. Per the image review, there were no valve load checks for this event. The image provided confirmed the valve during a post balloon aortic valvuloplasty (bav) dislodged out of the annulus due to movement of the bav balloon during the pacing run. There was no evidence confirming the snaring process and second valve system used. Valve under-expansion can be affected by multiple factors such as patient anatomy (e.g., calcification location and levels) and procedure related factors (e.g., valve positioning). Based on the available information, a root cause for the valve under-expansion could not be conclusively determined. In this case, a post-implant bav was performed and after the post bav, the valve dislodged. In this case, the images confirmed that a post dilation balloon dislodged the valve. Valve dislodgement events are typically not related to a device malfunction. Per the evolut system instructions for use (IFU), "in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a postimplant balloon dilatation of the valve may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilatation. The balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus. Refer to the specific balloon catheter manufacturer's labeling for proper instruction on the use of balloon catheter devices." A decision was made to snare the valve to the ascending aorta where it remained in stable position. The evolut system IFU warns the user against using a snare to reposition a deployed valve as follows, "once deployment is complete, repositioning of the bioprosthesis (for example, use of a snare and/or forceps) is not recommended. Repositioning of a deployed valve may cause aortic root damage, coronary artery damage, myocardial damage, vascular complications, prosthetic valve dysfunction (including device malposition), embolization, stroke, and/or emergent surgery." There is no indication of a potential manufacturing issue, device misuse or a quality deficiency. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately following the implant of this transcatheter bioprosthetic valve, the valve was noted to be under-expanded. A post-implant balloon aortic valvuloplasty was performed using a 26mm non-medtronic balloon and the valve dislodged towards the aorta. A snare was used to move the valve to the ascending aorta where it remained in stable position. No additional adverse patient effects were reported.